Event description:
The pt experienced increased pain that was new and right-sided that did not respond to pump adjustments. The pt also experienced a decreased mental status. It was determined that the pt had a bleed from the catheter riding against a nerve root. The catheter was malpositioned. A catheter revision was performed to try and provided better pain relief. The spinal end of the catheter was replaced. The pt recovered without sequela. The device system was used to deliver hydromorphone and bupivacaine.

Event description:
Additional information was received. It was reported that there was no issue with the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).